Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported that he could not hear the insulin pump's tone of alerts when it predicted a low or a high blood glucose level. The customer experienced a low blood glucose level of 30 mg/dl. The paramedics were dispatched as a result on (B)(6) 2017. The customer was not hospitalized. The customer was given IV. He was wearing the insulin pump at that time. The device was not returned.